Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the conquest balloon catheter. During the procedure, the balloon catheter allegedly ruptured. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the conquest balloon catheter. During the procedure, the balloon catheter allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: received one conquest pta catheter. During visual evaluation it was noted there was a burst on the catheter. No anomalies noted to the bifurcate or luers. During functional testing, the catheter was cut past the burst in order to inflate the balloon. A touhy-borst adapter and in-house presto inflation device was used to inflate the balloon, and it was noted that the balloon was able to maintain pressure and shape. No rupture was noted to the balloon. Balloon was deflated and no further functional testing was performed. Therefore, the investigation is unconfirmed for the reported circumferential balloon rupture as no circumferential rupture was noted on the balloon. However, the investigation is confirmed for the identified shaft burst as burst was noted to the outer catheter. A definitive root cause for the reported balloon rupture and identified shaft burst could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.